Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the insulin pump. Customer stated that they changed the battery and the pump still would not work. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly, moisture damage was also found on the motor assembly. Unable to verify for off no power alarm, battery indicator anomaly or perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump had cracked case at the display window corners and cracked reservoir tube lip.